Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred during peritoneal dialysis with a cassette. The patient was connected at the time of the event. The patient had noticed that the table was wet under an empty supply bag. It was later stated that the leak was not from the bag. The technical service representative assisted in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.